Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was around 20 mg/dl and their sensor glucose read around 80 mg/dl. The customer also stated their blood glucose was 297 mg/dl and their sensor glucose was 40 mg/dl. Customer was advised of the proper techniques to avoid inaccurate readings with the sensor. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec due to high readings.